Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: colostomy take down. According to the reporter: during the procedure, all preparation and firing appeared normal. Upon removal of eea stapler from the anastomosis, the surgeon had difficulty removing the stapler. After using considerable force to remove the eea stapler, the anvil detached while still inside bowel proximal to the anastomosis. The surgeon removed the anvil through the anastomatic staple line, which was not in-tact. Upon further examination, there were no staples visible on the anterior side of the staple line, nor posterior side of the staple line. There were only a couple of staples visible throughout the entire circular anastomosis. There were no staples present on the eea barrel after firing. The surgeon had to redo the entire anastomoses with an (B) (4) cdh stapler. An unintended temporary ileostomy was performed, which will result in re-operation for ileostomy closure. The incident resulted in a three hour extension in surgery. Being that the anterior staple line was missing, the surgeon sutured the anastomotic staple line. However, after realizing that the posterior staple was also missing, the surgeon took down the entire anastomosis and re-anastomosed the colon to the rectum using an ethicon cdh stapler. A temporary diverting ileostomy was then performed.